Manufacturer narrative:
Evaluation summary: the product was not returned. The customer indicated the use of a qualified cartridge, with a handpiece, and a non-qualified viscoelastic. The root cause may be related to a failure to follow the directions for use. The customer indicated the use of a non-qualified viscoelastic. Due to varying material properties, the use of non-qualified viscoelastic may result in lens delivery difficulties or product damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative has reported that during a cataract surgery with intraocular lens (iol) implantation, the iol was stuck inside the cartridge and would not eject. The surgeon removed the cartridge from the eye, removed lens from cartridge and noted several scratches on lens. A new lens and cartridge were used to complete the procedure. No patient harm. Additional information was requested and provided.